Event description:
During preparation for cardiopulmonary bypass, the device unexpectedly displayed an "air detected" alarm, when no air was present. Resetting the sensor resolved the situation. There was no reported adverse consequence to the pt as a result if this event.

Manufacturer narrative:
H3. Eval begun, but no conclusions drawn.